Manufacturer narrative:
Concomitant medical products: ab hatcp cluster shell 56 mm cat: 65-6400-056-22 lot: 07662800, alumina insert 56_62 x 28 mm cat: 00640502804 lot: 50236400, unknown stem cat: unk lot: unk. Reported event was confirmed by review of photos. Photos of the explanted head were received, which shows the device was shattered into multiple pieces. The x-ray provided was reviewed by an external radiologist. According to the review; there is a minimal focus of linear lucency along the inferior aspect of the acetabular cup which could represent hardware fracture. Additionally, there is a slight flattening of the contour of the acetabular cup superomedially, of uncertain etiology. No signs of loosening or radiolucency. No visible bone fractures. Heterotopic ossification along the greater trochanter. The overall fit and alignment of the implants are appropriate. The patient is osteopenic. The position of the acetabular component appears to be appropriate .device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. It was reported that the head was fractured due to patient fall. Therefore, it is believed that the patient's fall caused the device to fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup. Unknown liner. Unknown stem. (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient¿s hip was revised due to femoral head fracture after the patient had fallen. Attempts have been made and additional information on the reported event is unavailable at this time.